Manufacturer narrative:
MDR ./ initial 3 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 38021545.

Event description:
It was reported that patient experienced leakage issue event on 09 mar 2026 as infusion set tubing was leaking at the site.